Manufacturer narrative:
The manufacturing history was reviewed and no non-conformances were identified. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of six for the same event, reference 1032347-2016-00463 through 1032347-2016-00468.

Event description:
The patient reported she recently had another jaw surgery where they readjusted her jaw. No additional information has been received at this time.